Manufacturer narrative:
On 04 dec 2015 the medical affairs director made the following analysis checking the x-ray: cementless acetabular cups are inserted with interference in under reamed bone. The amount of interference should be judged by the surgeon as it is part of the individually variable aspects of total hip replacements. Manufacturer suggests a typical press fit for "normal" bone conditions. Hand reaming also means that the spherical cavity is necessarily not precise and therefore actual interference may vary even using the same reamer and the same cup size. Bone quality plays a major role. The very low quality xrays provided show a patient with a rather sclerotic bone. Bone sclerosis is often associated with enhanced fragility, and this may be the root cause for the problem. However, pelvic fracture is most likely a surgical problem, and I do not see any element that makes me suspect a product-related problem. Batch review performed on 07 december 2015: lot 152663: (B)(4) items manufactured and released on 26 august 2015. Expiration date: 2020-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Implanted.

Event description:
Acetabulum fracture during cup impacting. The surgeon had to put additional screw into the pelvis.

Manufacturer narrative:
On 09 february 2016, it was prepared a final report with the information already submitted in the initial report. On the same date, the report was sent to the initial reporter and the case was closed.